Event description:
It was reported that leads were attempted to be implanted. One lead had guidewire issues and one lead had positioning issues where the lead kept moving even after repositioning. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the lead was stretched, had been damaged at implant, and that blood/body fluid was on all conductors. (B)(4) the full lead was returned and analyzed and all insulators showed signs of abrasion (breached). It was noted that all conductors were distorted, the lead was stretched, the lead was damaged at implant, and the guidewire was stuck in the lead. It was also noted that all insulators had cosmetic abrasion. The analyst commented that it is apparent that when attempting to pull back the guidewire, it became ensnared with the distal conductor. This caused a distortion of the filars, which in turn caused each filar's coating to breach.